Manufacturer narrative:
The device had a blank display due to corroded battery cap contact and corroded battery tube. Unable to confirm battery out limit, failed battery test alarm or perform the self test, displacement test and operating currents measurement due to blank display anomaly. The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window, stained address label and stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 125 mg/dl. The customer was advised to remove battery and after insertion of new battery display did not returned. It was also reported that the battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.